Event description:
This lead was explanted due to an inappropriate shock from noise on the lead. Should additional information be received, this file will be updated

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1connector pin. A proximal and a distal lead fragment were received. In between a 5 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular at the distal lead fragment the insulation was found rubbed through. This damage can be considered as the root cause of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Causes for elevated stresses are hard to determine without further information and diagnostic images, but may include ingrowth of the distal lead which had impact on the manoeuvrability of the lead. Moreover tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body should be taken into account. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.